Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated all keypad buttons are experiencing a latency in response and that the issue has been ongoing for several months duration. The reporter denied damage or moisture to keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: evaluation revealed that the keypad is fully intact. All of the keypad contacts are intermittently unresponsive and require hard presses to elicit a response. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display lens was scratched.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.